Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient experienced a loss or change of therapy. It was noted that urine was now dumping and this was sudden in onset. The patient took a fall yesterday. The patient was redirected to follow up with a healthcare provider (hcp) to have the ins checked following the fall. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.